Event description:
The customer reported that while in use, the xhibit central station (xcs) crashed and would not power back on. The unit was shipped to spacelabs healthcare for depot repair and the technician confirmed the failure. The device would not power back on due to a faulty power supply. The technician also reported that the video card was intermittent, had a malfunctioning fan on the main board, and a corrupted hard drive. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.